Manufacturer narrative:
Pump passed prime and no delivery tests. No excessive "no delivery" alarms noted. Unit had broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 518 mg/dl at the time of the incident. The customer treated their blood glucose with manual injections. The customer stated that the motor did not sound like it was functioning normally. The customer returned the device for analysis.